Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that blue particles from the device jaw were found on pt tissue during the procedure. Another device was used with the same issue. The add'l device can be found on MFR. Report# 1717344-2011-00103.